Event description:
The customer contact reported particulate. It was reported that during preparation of the tubing set prior to patient use, particulate was noted in the drip chamber of the tubing set. The customer contact indicated that when the particulate was noted, the wrapping was still intact. The customer contact described the particulate as a black spot approximately 3-4 millimeters in size. No specific details were provided. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.